Manufacturer narrative:
This is the same event as 3010536692-2016-00698.

Event description:
Allegedly the patient was revised due to the following mom complications: shedding of metal debris into the bloodstream and tissue; massive tissue damage; bone damage; pain; decreased mobility; pseudo-tumors. (Right).